Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. Supplemental requests for further information regarding the exact model/serial number of this device were inconclusive. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately fifteen (15) years. The reason for re-operation was due to degeneration, secondary to calcification. A 23mm transcatheter valve was implanted via transapical approach and there were no reported complications.